Event description:
A clinic reported a blood leak from a crit-line blood chamber. The leak was visually observed coming from the crit-line blood chamber. The patient experienced no adverse effects and no medical intervention was necessary. Treatment was successfully completed. Estimated blood loss was reported as approximately 10ml. The device has been discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.